Event description:
New information received notes programming changes were made to restore normal parameters. The patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with post-paced t-wave oversensing. No changes were reported. The patient was stable.